Manufacturer narrative:
This facility had been using a reinforced surgical blade and experienced a back order with their supplier. They used the blade in question which is not reinforced. A communication was drafted to help educate end users on the differences when using a non-reinforced blade vs. A reinforced blade, especially during orthopedic procedures which typically involve extreme torque on the blade. The sample was not returned to us for evaluation.

Event description:
Surgical blade broke into 2 pieces during a medial arthrotomy for a right total knee. The pieces were retrieved and the procedure continued without further incident. The length of the procedure was extended, but the patient's outcome was not negatively impacted.